Event description:
Medtronic received a report that during the dense mesh flow diversion procedure, after placing the pipeline stent, it could not be deployed (opened) and had to be replaced with another device. No patient symptoms or complications were reported with this event. It was reported that the issue may have been related to product quality, the operator's technique, or the patient's vascular condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no resistance was encountered during the retrieval of the pipeline device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion was a left ophthalmic segment aneurysm measuring 3mm × 4mm, with severe vessel tortuosity. The patient is recovering well from the procedure and did not experience any symptoms related to the device failure to open. The device was prepared as indicated in the IFU, including inspection and hydration. The procedure was completed by replacing the device with a new flow-diverting stent. The cause of the stent failure to open was unknown. The middle section of the pipeline did not open, and the device had been placed in a vessel bend when this occurred. Additional steps, such as attempted retrieval, were unsuccessful, so the procedure was completed with a new stent.